Event description:
It was reported that BD NEEDLE PRECISIONGLIDE 18X1-1/2IN - 300017 - Label Content was Incorrect.We have received a complaint regarding the Disposable Needle 40 X 1.20, reporting that upon opening the box, the measurements shown on the packaging label differ from the correct product measurements, as shown in the attached images.This could pose a risk when using the needle on patients, given that the 40 X 1.20 disposable needle is used for aspiration, while the 30 X 0.80 disposable needle shown on the label is used for intramuscular administration in patients.The following is the product information:Disposable Needle 40 X 1.20,Batch: 5212327,Expiration date: 07/2030,NF: 309043,Quantity: (b)(4) units,SAMPLES AVAILABLE.Additional information received on September 25, 2025.Email follow up:Could you please provide the date on which the event occurred in DD/MM/YYYY format?Date of occurrence: 22/09/2025.Could you provide the number of quantities affected by the reported event?Quantity: (b)(4) units.Was the incident reported to ANVISA? If so, what is the notification number?Not yet.Could you please confirm whether the 30x0.80 disposable needle is experiencing the same problem previously reported for the 40x1.20 disposable needle?I checked the products in stock and so far no non-conformity has been found in the 30 x 0.80 disposable needles.Additional information received on October 21, 2025.Email follow up:Could you confirm whether the incident was reported to ANVISA? If so, what is the notification number?Yes, the event was reported to ANVISA. Notification No. 2025.10.003775.Last year, we filed a complaint regarding the needles that were mislabeled. I have attached the full details of the complaint, and I have been following up on it ever since. However, initially, 800 needles were identified, but after a recount, I found that there are actually (b)(4) needles.Additional information received on 06 Jul 2026:Can you please confirm the date of event (recount) occurred (DD/MMM/YYYY)? 22/09/2025.Was the recount reported to ANVISA? If yes, what is the notification number? It was not reported.Can you please share any photo/video sample related to the newly added (b)(4) units? That will not be possible, as the needles have already been collected.Is the sample related to the incident (newly added (b)(4) units) available for collection? All the needles have already been collected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.